Manufacturer narrative:
On april 29, 2026, mentor received additional information that indicated that the patient's implants were replaced bilaterally with two mentor saline breast prostheses.

Manufacturer narrative:
On march 26, 2026, mentor received additional information that indicated that the patient has been scheduled for breast implant removal surgery on (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture

Manufacturer narrative:
On december 9, 2025, mentor received additional information indicating that the patient's issue has progressed to bilateral breast implant deflations. This medwatch form is for the right breast prosthesis. Deflation on the left breast implant will be reported under mrn: 1645337-2025-14400.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor saline implant on the right breast, is experiencing a right breast implant that is possibly leaking, as it is slowly getting smaller, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 16, 2026, mentor received additional information that indicated that the date of removal surgery has been rescheduled to (B)(6) 2026.